Manufacturer narrative:
Insulin pump was received in with a detached end cap, missing display window, cracked case and broken reservoir tube lip.

Event description:
The customer's mother reported that the back end of the insulin pump was coming off. The insulin pump also has cracks. The blood glucose reading was 216 mg/dl. The insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.